Event description:
As reported, approximately twenty-one days post initial right tka, the 54 y/o female patient had the tibial insert exchanged for a new one of the same size during a wash out procedure due to infection. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The device is not available for evaluation due to being against hospital policy.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. H6: corrected health effect, component, and investigation clinical codes.